Event description:
Customer reportedly received result of 140 mg/dl on the compact plus system and 43 mg/dl on professional device within 10 minutes. No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.